Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received externalized conductors due to internal insulation abrasion were found at 11.5-13.6cm from the distal tip. Internal insulation abrasion was found at 8.7-10.1cm from the distal tip. External insulation abrasion was found at 13.6-14.5cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at all abrasion locations.

Event description:
It was reported that asymptomatic patient presented to or for device changeout for normal eri. Externalized conductors were observed via fluoroscopy. All electrical functions were normal. The lead was explanted and returned.